Manufacturer narrative:
Conclusion: device investigation revealed a technical failure of the reference electrode which explains the reported issues. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The parents reported a decline in hearing performance with the right-side device in (B)(6) 2025. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the reference electrode due to an external mechanical impact appears to be likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The parents reported a decline in hearing performance with the right-side device on (B)(6) 2025. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported a decline in hearing performance with the right-side device in (B)(6) 2025. The recipient has been re-implanted.